Event description:
Physician performed tcar steps (cutdown, venous access, arterial sheath access, and nps system establishing passive reverse flow) per IFU recommendations. After tcar time out, rummel clamp established passive reverse flow. Reverse flow confirmed at venous sheath. Bleeding from the artery was noted during 014 wire crossing/ballooning. Physician stated he was almost done and applied intermittent finger pressure on the artery to stop the bleeding and continued with stent deployment, 2 min reverse flow, and 2 views of stent completed. 014 wire removed. After rummel was relaxed and passive flow established, nps was disconnected from arterial sheath, returning blood to venous sheath. Arterial sheath was removed, closed with 5.0 pre-stich, small tear in artery visualized where sheath was introduced. Physician placed rummel and clamp on artery to control bleeding. 1 or 2 5.0 prolenes (sutures) were used to close tear in artery. Rummel and clamp removed. Ultrasound was used to ensure velocity and visual the artery. Additional 5.0 prolene used to close artery. Arteriotomy bleeding had stopped and remained dry. Routine surgical close was performed. Patient woke from general neurologically intact. Patient brought to recovery. No further information to report.